Event description:
It was reported that when using the bd pyxis¿ medstation¿ es required preventive maintenance. As per part investigation, it was determined that short between adjacent copper strands on two assy retractor dwr hh cubie which led to the observed thermal damage and one assy retractor dwr hh cubie with a broken plastic part. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce in which it has been identified that a complaint with the same failure mode was reported for this serial number. Case (B)(4) - proactive check hh drawer 2 and 3. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 20-jul-2021, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition is a preventive maintenance and/or routine inspection for fix or replacement. According to work order #01852920, the fse reported that at the time the fse arrived there was failed pocket on aux 2-1 a2. The fse ran diagnostics on all drawers in main with no issues and inspected under all pockets and found no debris. On aux the fse found row board on drawer 2-1 a to have the cable on the connector sitting crooked. The connected part of pcb was damaged. The fse replaced row board and while inspecting retractor band on drawer 2 the fse found them with skid marks and replaced both. Also removed all pockets and inspected row boards on all drawers in aux. On drawer 3-2 it was found the same issue with retractor band, and it was replaced. The fse found pyxibus cable from main to aux to have grey insulation pushing back from the connector housing and could possible causing issues, so it was replaced the cable. The report was closed. During dchu visual inspection: (B)(4): assy retractor dwr hh cubie (a) was received broken and with bents on the flat flex cable. Assy retractor dwr hh cubie (b & c) were received with copper strands in contact with adjacent copper strands. During dchu testing: (B)(4): the testing from dchu was not required due to physical damage and the signs of thermal damage observed on the copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the proactive check was due to short between adjacent copper strands on two assy retractor dwr hh cubie ((B)(4)) which led to the observed thermal damage and one assy retractor dwr hh cubie with a broken plastic part. This caused the failure on the pockets due to an intermittent connection.